Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage near the white and black power cable connectors was confirmed during evaluation of the returned heartmate 3 system controller. The reported event of voltage alarms was confirmed via the downloaded log files but was not reproduced during testing. The returned controller, serial number (B)(6), was visually inspected and tape was observed on the white and black power cable strain reliefs. The tape was removed, and both strain reliefs were revealed to be damaged. Additional damage was observed on the outer jacket of the white power cable. The controller was run on a mock circulatory loop for an extended period with the returned modular cable without any atypical alarms or issues. The controller was opened and the electrical resistances of the underlying wires of both power cables were measured above the expected range. This is indicative of early-stage conductor breakdown. The outer jacket layers of both power cables were stripped, and no damage to the underlying wires was observed. On 24jun2025 from 08:25:11-21:47:41, the downloaded log files captured intermittent low voltage advisory alarms while connected to 14v li-ion batteries and intermittent power cable disconnect alarms while connected to the mobile power unit (mpu) that were not associated with routine battery depletion or routine power source exchanges. The alarms were due to the relative state of charge (rsoc) on the black power cable fluctuating below the alarm thresholds. The alarms resolved each time the rsoc voltage returned to the expected voltage range. The atypical power cable disconnect and low voltage advisory alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured in the log file. A root cause for the reported voltage alarms was not conclusively determined through this analysis; however, the wire fatigue could have contributed. A root cause for the damaged strain reliefs was not conclusively determined through this analysis. The investigation incidentally discovered fluid ingress. The device history records were reviewed and the records reveal that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and power cable disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the controller power cables away from any liquid as well. This section also instructs users not to twist, kink, or sharply bend the controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site did a system controller exchange. The site suspected some kind of fracture near the white or black connections as they had been taped up a while ago and the system controller would alarm about the voltage. The modular cable was also returned to abbott with no information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.